Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added- d8-checked box for device returned to MFR.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a broken purge disk. There was no active patient use at the time. The team will follow the IFU and use a backup console for patients.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.